Event description:
Journal article received: reverse obliquity and transverse fractures of the trochanteric region of the femur; a review of 101 cases. Authors: brammar t.j., kendrew j., khan r.j.k., parker m.j. Between may 1989 and april 2001, 100 patients with a mean age of 77.3 were selected and diagnosed with reverse obliquity and transverse fracture pattern types. It was noted that 3 patients received synthes sliding hip screws (shs) with stabilization plate. Outcomes noted included: healing complications, shs cut-outs, implant migration, unplanned hardware removal and hip replacement. The article did not provide patient specific information; therefore, it was not possible to map the adverse events to specific patients. This is report 1 of 2 for complaint (B)(4). This report is for the unknown screw.

Manufacturer narrative:
Date of event: 2005. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.